Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of 5/1/2017. Additional lot included in lot # 6166517, device man date: 06/14/2016 exp date: 06/30/2018. Additional lot included in lot # 6232637, device man date: 08/19/2016 exp date: 08/31/2018. Bd received 6 samples from 3 different lot #s from the customer facility for investigation in support of this complaint. The samples were evaluated and the customers' indicated failure mode for loose caps that cause leakage was observed. A review of the manufacturing records (DHR) was completed for the incident lots and no issues were identified. Additionally, an investigation was conducted by the supplier of the end cap component. A review of their manufacturing records indicated that product was manufactured according to requirements, and no issues were identified. Confirmed complaint. Bd was able to duplicate and confirm the customers¿ indicated failure mode because the defect was evident in the testing of returned samples. The potential root cause for the leakage was determined to be loose fitting end caps. However, based on the investigation by the supplier of these components, a root cause could not be identified.

Event description:
It was reported that the black stopper tops are coming off the syringe during transit, from the bd a-line¿ abg syringe without needle, 3 ml aline, with slip tip. No serious injury, blood to mucous membrane exposure or medical intervention was reported.